Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump could not detect the cartridge during the load cartridge step. There is no additional information available at this time. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed no loss of cartridge detection. The black box showed multiple rewind and align steps being performed without priming, resulting in "pump not primed" warnings. A rewind, load, and prime sequence was performed during investigation with no alarms. The pump was exercised for 24 hours with no loss of primes occurring. Investigation indicated that the force sensor was out of calibration and the force resistance measurement was out of specification. During testing, a loss of prime was induced and the pump emitted the appropriate audiovisual alerts. There was evidence of contamination found on the force sensor shim. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Correction number: 2531779-03/24/2010-003-r.